Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving fentanyl (concentration 20 mcg/ml, dose 19.09 mcg/day), hydromorphone (concentration 5 mg/ml, dose 4.7726 mg/day), clonidine (concentration 500 mcg/ml, dose 477.26 mcg/day), bupivacaine (concentration 28 mg/ml, dose 26.726 mg/day), and morphine (concentration 20 mg/ml, dose 19.090 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging, pump status/event logs showed a report of motor stall occurred, the stall occurred on (B)(6) and was active. The patient experienced nausea, vomiting ,weight loss, generalized/more pain. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that on (B)(6) the patient called and told them that his pump was alarming, they called the manufacturer to go check the patient's pump and they said it failed. They asked the surgeon to see the patient on (B)(6), patient was scheduled for surgery on (B)(6) but had to get cardiac clearance, so they had been waiting on that, the patient was to see the cardiologist on (B)(6). The doctor increased patients oral medication for pain during this time. The cause of the stall was unknown and had not been resolved, as of (B)(6) the stall was still active and the patient was getting treated with oral medications. Patients weight at the time of the event was (B)(6).